Manufacturer narrative:
(B)(4): results: (lack of information), conclusions: (lack of information).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1.5 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient was brought in emergently with a rupture and an open surgical repair and explant were performed. The explanted stent graft was retained by the user facility and will be sent for evaluation. The patient status is unknown.